Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited impedances greater than 2,000 ohms and loss of capture. A chest x-ray was performed and the lead appeared to be fractured. A revision procedure may be performed in the future. No adverse patient effects reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.